Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced cramps and a loss of consciousness. It was indicated that the customer was provided honey and glucagon for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event. Furthermore, the customer was hospitalized for an unspecified amount of time and was provided unspecified treatment by a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.